Event description:
Customer called to report that while running patient samples, customer noticed bloody fluid bubbling up from the nrbc (nucleated red blood cell) mix chamber of the unicel dxh 800 coulter cellular analysis system. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves and eye protection (glasses). There was no exposure to mucous membranes or open wounds. Medical attention was not sought. There was no death, injury or change to patient treatment attributed to this complaint, and patient results were not affected. The field service engineer (fse) inspected the instrument and found a buildup of tiny rubber pieces from the test tubes, which caused an obstruction and prevented proper drainage of the nrbc mix chamber. The obstruction was removed and the chamber was cleaned using bleach and multiple rinses. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The root cause of the leak is buildup of tube stopper material causing an obstruction in the nrbc mix chamber, which was resolved after the fse performed the services . (B)(4).